Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2016 with coolsculpting to the bilateral inner thighs using a coolfit applicator. The patient was treated on (B)(6) 2017 with coolsculpting to the bilateral lower abdomen using a coolcore applicator. About one year after treatment, the patient noticed visible enlargement to the inner thighs. Following treatment the patient also experienced discomfort and depression. On (B)(6) 2021 the patient was diagnosed with paradoxical hyperplasia (ph) to the inner thighs and lower abdomen.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2016 with coolsculpting to the bilateral inner thighs using a coolfit applicator. The patient was treated on (B)(6) 2017 with coolsculpting to the bilateral lower abdomen using a coolcore applicator. About one year after treatment, the patient noticed visible enlargement to the inner thighs. Following treatment the patient also experienced discomfort and depression. On (B)(6) 2021 the patient was diagnosed with paradoxical hyperplasia (ph) to the inner thighs and lower abdomen.